Event description:
One endeavor sprint drug-eluting stent was implanted in the mid left circumflex (MFR #2953200-2009-00136). One endeavor sprint drug-eluting stent was implanted to the proximal rca (MFR #2953200-2009-00137). An acute non-stemi is reported to have occurred the day after the index procedure. The location of the infarction was non-determinable. It is unknown if the target lesion was involved. Investigator assessed the event as non-q-wave mi. The investigator reported that "after a vagal reaction while sheet extraction, there was a prolonged hypotension without angina pectoris or ECG alteration".

Manufacturer narrative:
Evaluation results: (myocardial infarction).